Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient had an initial left hip implanted in 2007. A family member stated that their parent, who has passed, had undergone both right and left hip replacements. Additionally, they mentioned that their parent was on severe narcotics for pain management and required the use of a walker and scooter for mobility. Left hip was not reported to be revised. Information regarding the timing and nature of the patient's death was not provided. No further information available.

Manufacturer narrative:
D6a: implanted (B)(6) 2007 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient had an initial left hip implanted in (B)(6) 2007. A family member stated that their parent, who passed in 2023, had undergone both right and left hip replacements. Additionally, they mentioned that their parent was on severe narcotics for pain management and required the use of a walker and scooter for mobility. Left hip was not reported to be revised. Information regarding the timing and nature of the patient's death was not provided. No further information available.